Manufacturer narrative:
Exact date unknown, event occurred a couple of years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well. Explanted ipg will not be returned.